Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, an error had occurred multiple times, and the main circuit board was out of electrical specification and had a damaged capacitor. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port on the external pulse generator (epg) needed repair. A request for test and calibration was also noted. The programmer was returned for service. There was no patient involvement.